Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after announcing a usual dinner while on ilet, following a pre-meal elevated blood glucose that had been treated with correction insulin; the lowest recorded blood glucose was 54 mg/dl, the device provided low/high alerts, and the event was attributed to insulin stacking from the correction dose plus meal insulin. Symptoms included feeling sick consistent with hypoglycemia. Outcomes included a temporary impairment that was self-managed without outside assistance or medical intervention, with blood glucose trending upward to 80 mg/dl after consuming approximately three cups of juice. Investigation included review of device-reported glucose trends and user-reported actions, as well as troubleshooting and education. Investigation of this case revealed device function consistent with design and a user-therapy interaction consistent with insulin stacking leading to hypoglycemia, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.